Event description:
It was reported that a patient underwent a thermo ablation procedure on (B)(6) 2014. After the surgeon recognized a reduction in pressure, he reinserted fluid up to 35mm but the pressure dropped down again. He stopped the procedure after six minutes, deflated the balloon and noticed a leak. Around 15mm of glucose drained off into the uterus during the procedure. Nearly all fluid (lukewarm) flowed out through the vagina without any detected burns. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon visual inspection, the balloon was found burst at 1.80" from the suture point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.